Event description:
It was reported that during a transcatheter heart valve procedure, a 26mm evolut fx valve was initially selected based on the physician's assessment of a borderline 26/29mm size from a computed tomography workup and a 3 mensio report indicating a perimeter within the limits of a 29mm valve. The physician chose the 26mm valve due to perceived constraint at the sinotubular junction. When the valve was deployed at 80%, it was determined to be unsuitable, and a 29mm valve was recommended. The 26mm valve was removed and replaced with a 29mm valve. Imaging, including a 3 mensio report and fluoroscopy, was utilized during the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID d-evolutfx-2329; product lot/serial number (B)(6); product type: heart valves; implant date ; explant date image review: intraprocedural fluoroscopic images were provided for review of the event. Patient¿s executive summary was not provided for anatomical review therefore it is not possible to validate valve sizing. It was reported that the anatomy was borderline for a 26 millimeter (mm) and 29mm valve. Fluoroscopic valve load inspection of the 26mm valve was performed and confirmed a good load. A pre balloon aortic valvuloplasty was performed prior to the valve implantation. The 26mm valve was deployed just prior to the point of no recapture and appeared to be small, especially in the left anterior oblique (lao) view as the side of the frame did not seem to reach the left coronary cusp and there was significant aortic regurgitation. The valve was recaptured, withdrawn and a 29mm valve was loaded and confirmed a good load. The 29mm valve was deployed just prior to the point of no recapture and depth assessment was performed. Valve depth during deployment was approximately 4mm on the non-coronary cusp in the cusp overlap view, and 5-6mm on the left coronary cusp in the lao view. As stated in the instructions for use (IFU), the recommended target depth is 3 mm relative to the valve annulus. If the implant depth is =1 mm or >5 mm, consider recapture. The valve was released, and the subsequent angiogram showed evidence of significant aortic regurgitation/paravalvular leak. A post implant dilatation was performed which seemed to significantly improve the aortic regurgitation/paravalvular leak. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.